Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details of two units were not received from the customer section h4: device manufacturing details of two units were not received from the customer section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the subject device confirmed that the tubing film was stretched and torn at the circuit connector side. The edges of the film are observed to be rough and wrinkled. Conclusion: based on the inspection of the returned device, information provided by the healthcare facility, and our knowledge of the product, it is most likely that the reported event resulted from the device being subjected to excessive force. It appears that the tubes have been pulled to an unintended extension. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: - "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - "disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" - "use patient oxygen monitoring" additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A healthcare facility in colorado has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of the bc191-05 flexitrunk nasal tubing was found to be torn during use. The healthcare facility further reported that the patient received manual ventilation using neopuff while the flexitrunk nasal tubing was being replaced. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Section d4: lot number, expiration date, UDI details of two units were not received from the customer section h4: device manufacturing details of two units were not received from the customer section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in colorado has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of the bc191-05 flexitrunk nasal tubing 70mm was found to be torn during use on a patient. It was reported that the patient received resuscitation using neopuff while the flexitrunk nasal tubing was being replaced. There were no reported patient consequences.